Manufacturer narrative:
(B)(4). Device has been received but evaluation not yet begun. A supplemental report will be sent upon completion of investigation.

Event description:
According to the reporter, during a laparoscopic gastric bypass, the surgeon was inserting the stapler into the trocar attempting to position load for first firing. It was noted that the patient had a thicker than normal layer of fat making inserting the trocar difficult. The surgeon inserted the stapler into the trocar and during the attempt to angle to advance the stapler towards the first firing at the jejunum, a crack/snap was heard. The surgeon then pulled the device out of the trocar. It was noted that the connection of the loading unit had cracked. The surgeon stated that the junction of the adapter and the loading unit was near the top or in line with the top of the trocar. The procedure was completed with a new adapter and loading unit with no additional issues. There was no re-operation, etc. There was no unanticipated tissue loss. The incision was not extended by more than one inch. There was no unanticipated blood loss of 500cc or more. Surgery time was not delayed by more than 30 minutes. No device fragment fell into the patient. No reinforcement material was used. No part of the device fall into the cavity of the patient. The loading unit and adapter will be returned for evaluation.